Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 203 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response and alarmed button error due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.